Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose level was 20 mmol/l. During troubleshooting with technical support, the issue could not be resolved. Customer reverted to using an alternate method of insulin therapy.